Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately. The reporter indicated that the meter readings were "287, and 134 mg/dl," performed within 20 minutes of each other. This issue is being reported because the reported results are not within lifescan's precision criteria. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.